Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the iliac artery. After a non-bsc guidewire crossed the lesion, a 7.0x40,75cm mustang balloon catheter was advanced to dilate a stent graft that was not fully expanded. During the procedure, the device became stuck with the non-bsc guidewire. The device was removed from the patient together with the non-bsc guidewire. It was then noticed that the balloon shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.